Event description:
The user facility reported a 68-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, the purge tubing was leaking. The nurse saw it dripping on to the patient's bed. The staff changed the tubing and the issue resolved. No patient harm was reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the purge tubing leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge tubing leak was unable to be determined because the product was not returned. Added- h6 impact code 4629.